Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As received, the specimen consisted of one-1 each safari2 275 cm sml crv; returned coiled, loose and double-bagged in "zip-lock" style poly biohazard pouches. The specimen presented bend damage to the large curve of the preformed distal region resulting in the deformed shape. The specimen also presented several additional bends, scraped ptfe coating with removal and mis-aligned coil wraps creating localized oversized diameters to .03570" scattered over the length of the device. No other damage or inconsistencies were noted to the specimen. All joints appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defects. As such, it is unlikely that the damage to the specimen would go unnoticed during the manufacturing and packaging operations. At this time it is not possible to assign a definitive root cause for the event as reported. Although it was reported that the damage was detected outside of the patient during unpackaging the nature and distribution of the damage presented appeared consistent with attempted use. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling factors appear to have impacted on the event as reported.

Event description:
As reported: when the device was tried to unpacked, there was a bent that was different from the usual. Procedure outcome: completed with another of same device.